Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer had a low reading of 1.2 mmol/l. Customer's normal range is 4-10 mmol/l. Mother was alleging a delivery issue. Pump replaced and requested for investigation. No adverse event alleged.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.